Manufacturer narrative:
B4: (B)(6) 2021. The cpu board was received for failure investigation. Through visual inspection and testing, it was found that the cold solders on 270k ohms +/-5% resistor leads in the ls1 buzzer generated the backup alarm failed diagnostic code.

Event description:
The customer reported that the ventilator alarmed and showed the message check vent backup alarm failed. The ventilator was on a patient at the time of the issue. The patient was transferred to a different ventilator and it was reported there was no additional harm. The customer spoke with a remote service engineer (rse) who had the customer verify the service code. The customer confirmed the error code for check vent backup alarm failed. The rse advised the customer to replace the cpu. The customer replaced the cpu and the issue was resolved.